Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Technology in the management of type 1 diabetes is becoming an important aspect of care. First, with a continuous glucose monitor and insulin pump as needed and recently systems combining the two to automate insulin delivery. The minimed 670g system was the first approved hybrid system. It uses a conservative approach to glucose control focused on modifying the basal insulin delivery rate in response to glucose levels. However a new investigational system, the advanced hybrid closed-loop system (medtronic), has been developed that includes several algorithmic enhancements and features of the md-logic artificial pancreas algorithm (<name omitted>); including automated correction boluses delivered up to every 5 minutes, two target setpoints of 100 mg/dl (5·5 mmol/l) and 120 mg/dl (6·7 mmol/l), and an updated controller that includes a modified integral action and new controller gains, a modified insulin feedback module, a modified adaptation method that ensures a more robust personalisation of the therapy and increases time in closed loop, and a meal detection module that, if triggered, can potentially let the system deliver more aggressive automated correction boluses. The researchers strived to compare the existing minimed 670g system with the new medtronic advanced hybrid closed-loop system in adolescents and young adults with type 1 diabetes, many of whom were not using continuous glucose monitoring or an insulin pump. This open-label, two-period, randomised, crossover trial was completed at seven academic-based endocrinology practices: four in the USA, and one each in germany, israel, and slovenia. Participants were eligible if they were between 14¿29 years of age, had been clinically diagnosed with type 1 diabetes, had been diagnosed with diabetes for at least 1 year, used either an insulin pump or multiple daily insulin injections, and had glycated haemoglobin (hba1c) levels between 7·0% and 11·0% (53 mmol/mol and 97 mmol/mol) inclusive at enrollment. Key exclusion criteria were concomitant diseases that affect metabolic control or interpretation of hba1c levels, use of antidiabetic drugs other than insulin, one or more episodes of severe hypoglycaemia (hypoglycaemia requiring treatment by another individual) within the past 6 months, one or more episodes of ketoacidosis requiring admission to hospital within 6 months before screening, and clinically significant nephropathy (estimated glomerular filtration rate <45 ml/min) or on dialysis. During two 12-week periods, each participant used one of the two closed-loop systems: the minimed 670g system (670g) or the advanced hybrid closed-loop system, assigned in random order. Both the minimed 670g and advanced hybrid closed loop systems consisted of the same medtronic 670g insulin pump and guardian sensor 3 continuous glucose monitor with only the software differing between systems. There were seven adverse events reported for seven (6%) of 112 participants during use of the 670g system and six events for six (5%) of 112 participants during use of the advanced hybrid closed-loop system. Severe hypoglycaemia occurred in one participant while using the advanced hybrid closed-loop system and none were reported for the 670g system. No cases of diabetic ketoacidosis were reported. There were also 5 incidences of hyperglycemia or ketosis related to the insulin pump (3 on the 670g and 2 on the advanced hybrid closed-loop system. In addition, two serious adverse events occurred. One participant was admitted to the hospital due to suicidal tendencies and another due to a ruptured appendix. Both occurred during use of the 670g system, however none of these events were determined to be related to the study treatment. In this randomised crossover trial of adolescents and young adults with type 1 diabetes, who had varying degrees of previous use of diabetes management devices, the investigational advanced hybrid closed-loop system was found to induce a greater reduction in hyperglycaemia during the day without an increase in hypoglycaemia than did the minimed 670g system. The effects of the enhancements in the algorithm in the investigational system were evident in the greater time spent in auto mode than with the commercially approved system, resulting in an increase in the length of time per day that glucose concentrations were in the target range (70¿180 mg/dl [3·9¿10·0 mmol/l]).